Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation device and positive pressure was applied, however the balloon did not inflate. The device was soaked in the waterbath at 37 degrees celsius to soften hardened medium that may have been present in the device. The device was removed from the bath and was attached to an encore inflation device and positive pressure was applied. The balloon inflated to its rated burst pressure. The inflation device was verified before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times and with no issues or drop in pressure noted. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination of the hypotube found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon rupture occurred. The 90 % stenosed target lesion area located in a moderately tortuous, and severely calcified circumflex artery. A 10/2.000 flextome cutting balloon was selected for treatment and during inflation the balloon ruptured. No patient complications reported and the patient's condition was good after the procedure.

Event description:
It was reported that the balloon rupture occurred. The 90 % stenosed target lesion area located in a moderately tortuous, and severely calcified circumflex artery. A 10/2.000 flextome cutting balloon was selected for treatment and during inflation the balloon ruptured. No patient complications reported and the patient's condition was good after the procedure.